Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair, the ultra fast-fix suture fractured after implantation. All the ts were successfully removed from the patient with the help of tweezers. The procedure was finished with a smith and nephew back up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. A partial suture was returned. One end of the suture is frayed in multiple lengths, some blunt and some frizzy. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the suture is required to be accompanied by a material certification of analysis for each lot used. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.